Event description:
It was reported by the rep that during a laparoscopic cholecystectomy the clip was placed with the device. The clip formed fine and looked fine then with no tension or pulling of the clips they just fell off. So the clips are forming as normal but are not having any clip security. There was no pt consequence.